Event description:
Monitor dealer reported that they were told to pick up the monitor as the pt had died. Dad says that when he arrived home from night job, a weak sounding monitor alarm was going off. He found the pt dead and mother asleep.